Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 73.0 and 75.0 cm from the proximal end and bent approximately 143.0 and 153.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned devices revealed that the pusher assemblies to both ruby coils were kinked and fractured, and the introducer sheath of the first ruby coil was kinked. This damage may have occurred due to forcefully manipulating the ruby coils against resistance or due to improper handling during packaging for return. Further evaluation of both ruby coils revealed the embolization coils were detached from the pusher assemblies. The detachment of the embolization coils may have occurred due to the sr wire and pusher assembly becoming fractured. Due to the damage observed on the ruby coils, the root cause of the resistance experienced by the physician could not be determined. The microcatheter mentioned in the complaint and the embolization coil to the first ruby coil were not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01357.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance while advancing two ruby coils through another manufacturer's microcatheter. After several unsuccessful attempts to advance and deploy the two ruby coils, they were removed. The procedure was completed using four new ruby coils, another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.